Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. The customer's blood glucose was 34 mg/dl. Customer¿s current blood glucose was 69 mg/dl. Customer experiencing low blood glucose for 2 years, blood glucose was in mid upper 100's mg/dl, treats with carb intake. Customer does not allege pump was over delivering. The pump will not be returned for analysis.